Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) stopped compressions was confirmed in the archive data but not during functional testing. The archive data indicated multiple instances where the autopulse platform stopped compressions due to user advisory 17 (max motor on-time exceeded during active operation) and user advisory 07 (discrepancy between load 1 and load 2 too large) around the reported event date. However, no malfunction was observed during testing, and the autopulse platform functioned as intended. Based on the archive data, the likely root cause of the issue was either the patient's large chest circumference, which was difficult to compress and triggered ua17, or the patient or platform being out of position, on an uneven surface, or not properly centered, leading to ua07. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient is out of position, or the patient is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient movement, and press restart to clear the ua. The autopulse platform passed the initial functional test without any faults or errors, and the reported issue could not be replicated. The drivetrain motor brake gap was within specification, and a load cell characterization test confirmed both cell modules were functioning correctly. The autopulse platform also passed all subsequent functional tests with both the largest and smallest manikins. Following service, the autopulse platform passed all testing criteria.

Event description:
During patient use, the autopulse platform (sn (B)(6)) stopped after about 15-20 compressions. The crew restarted the autopulse platform, but the issue reoccurred. The customer could not remember seeing any user advisory errors and stated that no error was shown. The crew readjusted the lifeband and restarted the autopulse platform, but the issue happened again. The crew switched to manual CPR and used another autopulse platform. No consequences or impacts on the patient.